Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the redundant power tray assembly involved with this complaint to perform failure analysis. The unit was installed onto a test system. A performance test was set to 10 power cycles and idle for 1 hr. After testing was completed, the system error logs were inspected, but no error could be identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure (post-anesthesia, ports placed), the customer had an error pointing to a faulty power supply board prior to docking. The technical support engineer (tse) checked if the second vison tower in house was available, but it was in use. After a reboot with hard power reset, the system came up ready, but the tse explained the risks of using it to the surgeon. The surgeon decided to abort the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse went on site and replaced the redundant power tray assembly to resolve the issue with the error pointing to the power supply board. The system was tested and verified as ready for use.